Event description:
New kangaroo feeding bag set up for patient's morning feed including priming. Feeding pump set up rate and vtbi [volume to be infused] per orders. Upon return to room, rn noted leaking at kangaroo pump. Upon inspection kangaroo pump bag tubing was found to have separated inside the pump (the portion of the tubing that gets loaded into the pump cassette had separated). Pump stopped, kangaroo bag removed from pump, new bag placed to complete feed. Defective bag was sequestered for evaluation with package label. [Redacted date] sample was retrieved. [Redacted date] emailed [redacted] manufacturer response for feeding pump tubing, kangaroo e pump set (per site reporter). [Redacted date] emailed [redacted].